Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: biopsy. According to the reporter: the clips would not dispense from the device when the handle was squeezed . Then the clips began to dispense scissoring on the vessel, and 400cc of blood loss was reported. The doctor used another device to obtain a hemostasis. It was also noted that the device counter was showing 00 and the doctor was still able to continue to squeeze the handle because it never locked when empty. Operative time was delayed 15 minutes.